Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 16x1 rb had foreign matter. The following information was provided by the initial reporter: material # 305197, batch # 4159416. Verbatim: rcc received a complaint via email. Email(s) attached a bd 16-gauge needle was found to have visible particulate matter contamination inside the protective sheath prior to use. The needle was not used and was immediately isolated for investigation. Lot #: 4159416.

Manufacturer narrative:
Pr (B)(6) follow up. It was reported the needle was found to have visible particulate matter contamination inside the protective sheath. Our quality team has completed a device history record review for material number 305197 and lot number 4159416. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.